Event description:
Rn was attaching the medication line to the central venous catheter (cvc) which had a 3-way stopcock attached to the end of the IV tubing. When twisting the leur lock on the stopcock to the cvc, the rotating portion of the leur broke into 2 pieces. No adverse effects were notedfrom the event as it was never attached to the cvc. Stopcock was removed from the IV tubing.